Manufacturer narrative:
The device was returned for analysis. The stent was not positioned on the balloon and did not return for analysis. Crimp impressions were visible on the balloon. Upon pressurisation of the device, the balloon was inflated and a leak was detected as liquid was seen exiting tear proximal to the distal marker. Visual evaluation of the balloon confirmed a short longitudinal tear proximal to the distal marker, on the balloon working length. The leak site was jagged and uneven. There were multiple kinks visible along the distal shaft. Slight deformation was evident on the distal tip. The images capture a lesion site in the rca. Pre-dilation is evident from the images with an unidentified balloon. The delivery and inflation of the resolute onyx 2.5x15mm stent is visible from the images. A second stent is subsequently deployed distal to the resolute onyx 2.5x15mm stent.

Event description:
The physician intended to use a resolute onyx drug eluting stent. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. During balloon inflation a balloon burst occurred. An inflation pressure of 18 atm was applied to the balloon prior to the burst. There were no abnormalities reported in relation to the anatomy. No patient injury reported.

Manufacturer narrative:
Additional information: the target lesion was in the postero-lateral branch of the rca; there was some tortuosity and medium degree of calcification. The lesion was not pre-dilated. The device was inspected before use with no issues noted. Negative prep was not performed. No resistance was noted while advancing the device to the lesion. During first balloon inflation, a balloon puncture occurred. There was a gradual drop in pressure. The device was not moved or re-positioned in the lesion prior to the burst. The stent was implanted. A 2.5 x 15mm resolute onyx was used to compete the procedure. Note: it was reported that the target lesion was not pre-dilated prior to use: however the returned cine images confirmed that the target lesion was pre-dilated with an unidentified balloon. If information is provided in the future, a supplemental report will be issued.